Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, several noise reversion episodes due to noise oversensing were observed. Patient will be scheduled for in-clinic visit for device interrogation and possible device reprogramming. Patient is not dependent and is stable.